Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error labeled as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to perform a pump reset, after which the monitor error did not reoccur, and the sensor session was started successfully. No additional information regarding the outcome of the event was reported.